Manufacturer narrative:
The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Product ID: sedr01, implanted: (B)(6) 2007. Product ID: 4024, implanted: unk. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from the (B)(6) with limited information. Information identified in the paperwork indicated the patient died approximately six years post implant of the ipg system. The cause of death was not known and therefore, reported as unknown if related to the device system.

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found, there was blood on the proximal conductor of the lead and it was not obstructed, the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead developed cosmetic mio (metal ion oxidation) while in vivo, the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.